Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An acetabular impactor handle that was unable to be removed from the acetabular implant.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the cup and impactor are stuck together. It is likely the threads on the cup inserter were damaged previously or the cup and inserter were cross-threaded. A two-year search of the complaint database did not identify a trend for this issue for the cup impactor product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.